Event description:
It was reported that this pacemaker was unable to be read. The wand was unable to identify the device. Technical services (ts) was consulted and suspected a software update needed is the cause. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this pacemaker was unable to be read. The wand was unable to identify the device. Technical services (ts) was consulted and suspected a software update needed is the cause. The device remains in service. No adverse patient effects were reported.